Event description:
During the procedure, the orbit galaxy coil ((B)(4)) difficult to detached with the dcs syringe ii ((B)(4)), unraveled and prematurely deployed while removing with part in the vessel and part in the microcatheter. It was reported that there was difficult to position and place the orbit galaxy coil with the dcs syringe ii into the target aneurysm, and while carefully taking the coil system out 4 times, it felt like the coil unraveled. Prior to attempt to detach, it was verified under fluoroscopy that there was no stress against the microcatheter or delivery tube. However, the coil remained attached to the delivery tube under fluoroscopy at that time. Then, during retrieval of both the orbit galaxy and the microcatheter as a unit, it was reported that the coil had unintentionally detached from the delivery tube and into the guiding catheter. The proximal section of the coil was left in the guiding catheter and rest of the coil (approx.2cm) in the vessel. After that, an unspecified hyper glide balloon catheter (covidien japan) was used to hold the coil to the wall of the guiding catheter and finally all the system including the entire orbit galaxy, the balloon catheter and the guiding catheter were removed as a unit from the patient successfully with new products (lot unknown). Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown if both the guiding catheter and the microcatheter were replaced or not. It is also unknown how many coils were successfully placed during the procedure.

Manufacturer narrative:
Prior to the event, a 6french serulean guiding catheter (medikit,) was engaged in the target aneurysm, and then an excelsior sl10 90 degrees microcatheter was delivered through the guiding catheter. Then, the orbit galaxy coil was advanced and attempted to be placed with a dcs syringe ii ((B)(4)). No other damages noticed on the syringe. The complaint product was new and was stored per labeling instructions. The syringe was filled with a dedicated saline source, and the coil delivery system was prepped without any difficulty. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The procedure was coil embolization of right middle cerebral artery aneurysm that was not calcified and not tortuous. The complaint product and the syringe are going to be returned for evaluation. No additional information is available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15617363 was revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure, the orbit galaxy coil (B)(4) difficult to detached with the dcs syringe ii (B)(4), unraveled and prematurely deployed while removing with part in the vessel and part in the microcatheter. It was reported that there was difficult to position and place the orbit galaxy coil with the dcs syringe ii into the target aneurysm, and while carefully taking the coil system out 4 times, it felt like the coil unraveled. Prior to attempt to detach, it was verified under fluoroscopy that there was no stress against the microcatheter or delivery tube. However, the coil remained attached to the delivery tube under fluoroscopy at that time. Then, during retrieval of both the orbit galaxy and the microcatheter as a unit, it was reported that the coil had unintentionally detached from the delivery tube and into the guiding catheter. The proximal section of the coil was left in the guiding catheter and rest of the coil (approx 2 cm) in the vessel. After that, an unspecified hyper glide balloon catheter (covidien (B)(4)) was used to hold the coil to the wall of the guiding catheter and finally all the system including the entire orbit galaxy, the balloon catheter and the guiding catheter were removed as a unit from the patient successfully with new products (lot unknown). Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. It is unknown if both the guiding catheter and the microcatheter were replaced or not. It is also unknown how many coils were successfully placed during the procedure. Prior to the event, a 6french serulean guiding catheter (medikit,) was engaged in the target aneurysm, and then an excelsior sl10 90 degrees microcatheter was delivered through the guiding catheter. Then, the orbit galaxy coil was advanced and attempted to be placed with a dcs syringe ii (B)(4). No other damages noticed on the syringe. The complaint product was new and was stored per labeling instructions. The syringe was filled with a dedicated saline source, and the coil delivery system was prepped without any difficulty. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. It is unknown if the microcatheter was re-shaped or not. The procedure was coil embolization of right middle cerebral artery aneurysm that was not calcified and not tortuous. The complaint product and the syringe are going to be returned for evaluation. No additional information is available. A non-sterile orbit galaxy tight distal loop complex fill coil 7 x 21 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was received zipped and no damages were noted on it. Part of the support coil and gripper were found outside of the introducer and no damages were noted on them. The embolic coil was not received for evaluation. The gripper was inspected under microscope, no obstructions or damage was noted on the purge hole, also marks of the embolic coil was attached to the gripper can be observed. The functional test could not be performed due to the embolic coil was not received for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failures premature deployment, failure to detached, and stretched coil could not be evaluated due to the embolic coil was note received for evaluation. The cause of the failure experienced by the costumer could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time.